Event description:
It was reported during the original band procedure, the band was leak tested prior to the procedure and there were no leaks. Four months post-op, the pt had received 3 fills. The pt was complaining that there was no restriction. The surgeon tried multiple times to fill and there was still no restriction. The surgeon was not able to extract the fluid from the band. The band was explanted and a hole was found in the band. The band was replaced with a competitor band and the case was completed with no further pt consequence.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.